Manufacturer narrative:
Unit passed displacement test and selftest. Pump error 63 (variable 3) was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No missing labels, however faded serial number label noted. Tested with a test p-cap and the test p-cap locked in place properly. (B)(4).

Event description:
Information received by medtronic indicated that customer received an alert on insulin pump but did not hear the audio. Customer also reported that there was crack on top of the reservoir compartment and reservoir was able to lock in place. Customer was advised to checked the audio options and vibrate and audio were turned on, also advised to do a self test and it passed without any interference. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.